Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "dull needle, outer diameter larger than old needles, hub shape less ergonomic." Additional and confirming information requested. The complaint will be reassessed should any new or additional information become available.

Event description:
It was reported that: "dull needle, outer diameter larger than old needles, hub shape less ergonomic." Additional and confirming inf ormation requested. The complaint will be reassessed should any new or additional information become available.

Manufacturer narrative:
(B)(4). The customer report of "dull needle, outer diameter larger than old needles, hub shape less ergonomic" was unable to be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Additional information indicated that the patient addressed in this complaint did not experience any injury. Additional information from the sales representative revealed that the clinician in this complaint has heard from other clinicians alleging potential patient injury from mik needles, therefore this complaint was made reportable for the perceived patient harm. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.